Event description:
The pt developed erythema after treatment with bovine collagen. The physician prescribed oral steriod to treat the erythema. Product used was cosmoplast 1.0cc. Symptoms of erythemia, lichenification, and clear ooze developed one day after the treatment. The physician prescribed oral motrin and kelfex and treatment. The physician prescribed oral motrin and kelfex and treated the pt with intralesional kenalog. The lichenification and treated the pt with intralesional kenalog. The lichenification and oozing have resolved. There is only residual erythema left at the affected site.